Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es displayed disconnected mode and was not communicating. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations were not communicating. A technical support specialist (tss) dialed into the station and observed that there was no error icon present. The tss checked the synchronization information and confirmed that the upload status was current for both the station. The system functioned as intended after the technical support specialist verified the device. E.1 initial reporter facility: (B)(6) hospital.